Event description:
The provider was going to give a steroid injection in pt's shoulder. He had inserted the needle/ syringe into area and when he began injecting medication, the needle came apart off the hub at the needle protective device. The needle was then removed from the pt and the procedure was redone.